Manufacturer narrative:
(B)(4). Device evaluation summary: a labeled winding former of product code sxpp1b450 was returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause of the performance pull off suture needle; therefore, the reported failure could not be evaluated. The manufacturing records couldn¿t be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2019 and barbed suture was used. The needle pulled off of he suture during use. There were no adverse patient consequences reported.